Event description:
A nurse reported that a transfer set had spontanesouly disconnected from a titanium adapter during patient use. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.